Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi-500-01605, version #: 4.1.0, ubd: , UDI#: the manufacturer representative went to the site to test the imaging system. When the door was closing the left pins were higher then the center holes. The door closing position were adjusted. Regarding the booting problem described on case it was found that the remote system board reports that the charger voltage was critically low. The uninterruptible power supply (ups) battery was low. The system had the following error "ac power lost. Mobile view system (mvs) will shut down if the power is not restored. Check ac line power and/or mvs circuit breaker." It was found that the system was recovering from an improper shutdown. The reported issue was resolved when the batteries were recharged after the system was connected to the main power outlet. The system booted with no problem. B01, c02, d02 the software team investigated the reported issue and found that this was not a software issue. The data investigation found that the event was due to hardware issue. According to the event there was a low battery detected on the mobile view station (mvs) uninterruptible power supply (ups) and the image acquisition system (ias) back plant. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system didn't boot up to the login screen and the door did not open. There was a clicking sounds when the door was trying to open. The imaging system would stay in standalone mode. The probable cause of the reported issue was that the system was started while power line was disconnected. The next step was to update the software. There was a low battery detected on the mobile view station (mvs) uninterruptible power supply (ups) on the image acquisition system (ias) back plant. No patient was present at the time of the event.